Event description:
It was reported that the patient underwent a surgical procedure to treat pelvic organ prolapse and stress urinary incontinence on (B)(6) 2011 and a sling was implanted. The patient experienced infection, spontaneous urine loss, pain, spotting and vaginal discharge. The patient was diagnosed with mesh exposure and treated with medication. Additional mesh erosion was later noted and surgery was performed on (B)(6) 2011 and (B)(6) 2012 to remove eroded mesh and repair the vaginal wall. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Patient (B)(4) mesh exposure. Device (B)(4) - mesh exposure. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. (B)(6).

Manufacturer narrative:
(B)(4) - patient concurrently had a hysterectomy on (B)(6) 2011.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary urgency and urinary frequency. It was reported that the patient underwent reexcision of exposed tvt mesh on (B)(6) 2012 by unknown surgeon. (B)(4).

Event description:
Details: it was reported that following insertion the patient experienced urinary urgency and urinary frequency. Details: it was reported that the patient underwent reexcision of exposed tvt mesh on (B)(6) 2012 by unknown surgeon.

Manufacturer narrative:
(B)(4).